Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed pump reboots followed by cs 011 errors. The original complaint was unable to be duplicated. The returned battery cap secured properly to the pump and measured with specifications. The pump was exercised for 24 hours with no power interruption or duplicated alarms. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. The pump case was removed and there was evidence of moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.